Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to pacing rate not as expected. Upon review, it was determined that the end of a right atrial auto-threshold (raat) test overlapped with an atrial tachy response (atr) episode where the patient went into true atrial fibrillation (af). Upon review, technical services (ts) explained that due to the elevated pacing rate needed to conduct raat testing, atrial pacing was delivered into refractory. It was also noted that farfield ventricular signals were appropriately blanked on the atrial channel. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.